Event description:
Information received from the field notes that the patient presented asymptomatic for a routine follow-up. The device could not be interrogated and there were no apparent pacer spikes displayed. At a previous follow-up in january 2002, >27 months remaining until rrt was noted.